Event description:
It was reported that the patient presented to the doctor's office on (B)(6) 2012 experiencing pocket stimulation. The pulse generator exhibited backup vvi operation and was reprogrammed to bipolar bvvi mode. On (B)(6) 2012 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.